Manufacturer narrative:
Initial.

Event description:
It was reported that the user applied a new dexcom g7 continuous glucose monitor (cgm) sensor and did not receive glucose readings, and pairing initially failed until the agent guided the user to enter the sensor code into the ilet, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 with intermittent communication failure linked to the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.